Event description:
As reported from our affiliates in australia, this was a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, when crossing the native valve annulus with the valve prior to deployment, the patient developed complete heart block and a ventricular standstill. A pacemaker was implanted. The patient did well and was discharged home. As per medical opinion, the root cause of the event was related to the high risk for permanent pacemaker as the patient presented with right bundle branch block and hemiblock.

Manufacturer narrative:
Investigation is ongoing.